Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the reported event was reproduced. The endoscopic image flashed and was not displayed intermittently. Defect of the charge coupled device (ccd) unit was noted. If additional information becomes available, this report will be supplemented.

Event description:
During a therapeutic procedure, the endoscopic image was not displayed. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device confirmed the followings; -there was a wrinkle on the video cable of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by followings; -the defect of the video cable due to external stress -damage to electronic components such as charge coupled device (ccd) if additional information becomes available, this report will be supplemented.